Manufacturer narrative:
B3: event date is year valid. Continuation of d10: product ID 978a128 lot# va287x3 implanted: (B)(6) 2020 explanted: (B)(6) 2023 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(6), ubd: 08-apr-2022, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. The reason for call was that the patient reported they had improvement with their first stimulator but they thought it was about in the summer or fall of 2022, they were walking and felt something weird, felt something just flow, and then they were going to the bathroom like 30 times a day or more at times. The patient said they did not know before they were even doing the surgery how bad it was. They just knew it was not working and something had shifted. They did not have a scan but then they ended up having the surgery in march ((B)(6) 2023) and the doctor and the manufacturer representative (rep) showed them pictures from the surgery and that's when they found out the lead was "hanging on by a thread".